Manufacturer narrative:
This report is being submitted as part of a retrospective review per CAPA 686868. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Customer reported that emergency medical services were dispatched on (B)(6) 2024 at 8am due to hypoglycemia. Customer also stated they were unresponsive as a result of the low blood glucose. Blood glucose at time of event was 3 mmol/l. User was treated with a glucagon injection and dextrose gel. When asked what led up the event the user stated it was due to a sg and bg difference. Sensor glucose readings were higher than blood glucose readings by 5 mmol/l. Troubleshooting was done. Per customer, smartguard was used. Sensor is not returning for analysis.